Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery when their blood glucose was high. The customer's blood glucose reading was 600 mg/dl. Troubleshooting found that the lack of no delivery alarm happened several times. The customer declined to troubleshoot and requested a new pump. Customer was advised that the device would be replaced and to return the product for analysis.